Manufacturer narrative:
(B)(4). D10 - concomitant devices - zimmer segmental articular surface size d 14mm catalog #: 00585004014 lot #: 66418539. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface and hinge components to address gross instability approximately one (1) year post-operatively. Upon removal, the hinge component appeared to be fractured.